Manufacturer narrative:
Concomitant medical products: dtmb1q1 ICD; 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis. The cardiac resynchronization therapy defibrillator (crt-d) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The lead was returned but analysis could not be performed due to legal restrictions. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.